Event description:
The patient reported that their livongo blood glucose meter was providing high inaccurate readings which caused them to overmedicate themselves. The patient also stated that they have had to seek medical attention in a hospital due to inaccurate readings. We were unable to confirm if the member received treatment related to these concerns.

Manufacturer narrative:
The device was not returned for the investigation. Should the device be returned at a later date a supplemental report will be filed.